Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was at 529 mg/dl with symptoms of increased thirst/urination, dizziness, leg stiffness, nausea and vomiting. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of basal deliveries showed that they were correct and as programmed. A mock bolus calculation was conducted and it was discovered that the pump did not calculate the recommended bolus total correctly. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the date range did not cover the alleged event date of (B)(6) 2015 due to continued customer use. Review of available date range showed that the total daily delivery added up correctly and reflected the user¿s basal program. Using the returned battery cap the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Normal and audio bolus were delivered and recorded correctly.